Event description:
Knee effusion [joint effusion]. Swollen knees [joint swelling]. Knee pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2013 from a physician via a sales representative regarding about (B)(6) female patient with bilateral arthrosis. The patient's medical history was not provided. On an unspecified date in (B)(6) 2013, the patient initiated treatment with synvisc (hylan g-f 20) injection (route and dosage regimen not provided) into both knees. The lot number of synvisc was not provided. It was reported that the patient received three consecutive administration of synvisc. On unspecified dates, about one week/10 days after synvisc treatment, the patient developed knee effusion and swollen knees. In addition the patient also developed significant knee pain. On an unspecified date in 2013, arthrocentesis was performed and unknown amount of fluid was aspirated. The joint fluid sample showed negative results for culture test. The patient was given anti-inflammatory (unspecified) treatment for the events of knee effusion, swollen knees and knee pain and the patient showed good evolution. The physician reported that the patient was with very low level of activity. Action taken with synvisc treatment was not provided. On unspecified dates, the patient recovered from the events of knee effusion and swollen knees. The outcome for the event of knee pain was not provided. The intensity for all the events was not provided. The reporting physician provided the causal relationship between synvisc and the events of knee effusion an swollen knees as possibly related. The reporting physician did not provide the causal relationship between synvisc and the event of knee pain. It was reported that the patient received three consecutive administrations of synvisc. It was reported that the physician indicated that she was wondering whether the adverse events were due to a quality or quantity issue. The physician would relate the events to the fact that she had administered the product six consecutive times and she had never administered synvisc this way.

Manufacturer narrative:
Qa (quality assurance) investigation summary was received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer"s comment: the benefit-risk relationship of product is not affected by this report.